Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 coating only covered part of the jaw on the cutting tool. The device was not used in the case. Patient was in the room when the device was opened. Another device was used and the case was completed without incident or harm to the patient. No case delay. No adverse events.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 (B)(6).

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e1(event site name), g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/12/2024. An investigation was conducted on 07/31/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw but remained attached at the tip of the hot jaw. The clear silicone insulation on hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the tip of the cold jaw was observed to be peeled and detached, exposing the cold metal tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000401072 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.